Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.